Event description:
It was reported that prior to the procedure, when the fiber was inserted into the scope, the end of the fiber broke. Another fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber did not confirm the as reported fiber cap/tip break. However, analysis did find that the outerflow tubing was observed to be damaged. The instructions for use indicates: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on analysis results, the interaction between the user and device caused or contributed to the outerflow damage. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber cap/tip break.

Event description:
It was reported that prior to the procedure, when the fiber was inserted into the scope, the end of the fiber broke. Another fiber was used to complete the procedure. There were no patient complications.